Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose value of 23 mg/dl. Customer's other blood glucose value was 182 mg/dl and 180 mg/dl. The customer was treated with glucagon shot. Based on customer report customer alleging possible pump over delivery. The device was expected to be returned for analysis.